Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Upon reloaded the cartridge, a minimum fill notification occurred after loading the cartridge with around 200 units of insulin. Customer¿s blood glucose was 125 mg/dl. Customer continued to use the pump for insulin therapy and had manual injections for alternate insulin therapy.